Manufacturer narrative:
Product ID: 990063-020 product type: mapping catheter product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter and mapping catheter was assembled, the sheath was inserted into the left atrium after completing the transeptal puncture. A mass was discovered above the femoral vein puncture point. It was later confirmed that the femoral artery had ruptured. The case was aborted and the patient was not under general anesthesia. The patient was transferred to the vascular surgery for consultation and treatment. The femoral artery was closed and treatment was scheduled for a later date. The patients hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012247279 was returned and analyzed. Visual inspection of the shaft, handle, and dilator did not reveal any anomalies. Functional testing was performed and no anomalies were discovered. The steering mechanism and deflection test were performed showed the shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issues. The performance test with a leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.04913 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.00610 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00682 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of a femoral rupture and a hematoma occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.